Event description:
The customer reported via phone call that they have no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was 116 mg/dl. The customer was advised the alarm was caused by set/reservoir occlusion. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through tubing. Customer reported insulin exits the tubing. The customer was advised that the device is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.